Event description:
The system (serial number unknown) pumped incorrect volumes. On 1/25/94, there was an 18% over error. A complete check of the system was done after which the same solution was made. This time there was a 73% over error. This device was returned to the MFR. On 1/28/94, a second device delivered a 12% error in terms of dextrose volume pumped. The same solution was mixed by hand and it was within the refractive index.